Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device replacement it was noted that this left ventricular (lv) lead showed high out of range pacing impedance measurements as well as high pacing thresholds. An lv lead fracture was confirmed by x-ray. The patient was not lv pacemaker dependent. The lead was surgically abandoned and will not be returned. No additional adverse patient effects were reported.